Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
"Set screw leaving shards of metal in pt." It was reported shavings of metal broke off 3 screws which cross threaded during the final tightening. There was no injury or harm to the pt. Surgery was delayed 5 minutes to remove the 3 set screws and the shavings.